Event description:
Customer reported 24 hour chemo infusions lasting longer. An infusion was started at 1 pm with doxorubicin 22 mg in 511 ml infusing at 21.3 ml/hr with a combination infusion of cisplatin/cyclophosphamide 890 mg in 321 ml at 13.4 ml/hr. At completion, there was 30 ml remaining in each chemo bag at 3:50 pm. Pump was exchanged. Event logs requested but have not been received. Customer states that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Attempts were made to obtain the logs, no logs were sent by the facility and therefore no investigation could be performed. Root cause of the reported event is unk. A f/u report will be submitted if logs received at a later date.